Event description:
It was reported that the ilet screen assembly separated from the device while the user was changing a cartridge, after which the display was black and the device was difficult to use; the issue involved the display component and represented a failure of bonding within the assembly. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a loss of or failure to bond within the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.